Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out immediately after it was inserted and placed inside the patient with the inflated balloon. No balloon rupture or tear was observed on the foley catheter.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. A potential root cause for this event could be, "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labelling review was not required as a review of the label could not have prevented the reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter fell out immediately after it was inserted and the balloon was inflated. No balloon rupture or tear was observed on the foley catheter.